Event description:
It was reported that the leadless pacemaker (lp) exhibited premature battery depletion. The lp was explanted. There patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was at elective replacement indicator (eri) level upon. A longevity calculation was performed and determined the battery depletion was premature. Further testing of the hybrid revealed a metal migration anomaly, which caused a short circuit. This resulted in excessive current drain and subsequent battery depletion.